Event description:
During appointments with physician, pt was in afib the whole time. Act device never showed pt was in afib.

Manufacturer narrative:
(B)(4). Associated accessory device: act monitor. Model # sgh-i607. (B)(4). Asset# 8476124473. Act sensor sent to OEM. Both act sensor and monitor were scrapped.